Event description:
It was reported that while working a cardiac arrest in the field we drilled an 25mm io needle into the left proximal tibia to gain vascular access. When we performed the procedure, the needle would not separate after being placed. Multiple paramedics were present and attempted to separate the needle but it would never separate. A second io was drilled into the right proximal tibia and it worked as expected. With no issues noted. No patient injury.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Each event reported to bd is evaluated and investigated in accordance with our complaint investigation procedures. The investigation process includes, but is not limited to, evaluation of the event details provided by the complaint facility, a review of complaint history, manufacturing records and risk document where applicable, and an evaluation of the subject device when available to identify potential contributing factors. The device has not been returned to the manufacturer for evaluation.